Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the complaint is not confirmed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cycler onto the tray. Pt was in dwell two of treatment. Upon breaking down the cycler, fluid was noticed underneath the cycler. The origin of the leak could not be identified. There was not wetness on any of the solution bags. Pt did not received prophylactic antibiotics and has had no adverse effects. Sample is available.